Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant (B) (6) results was due to the broken tube of the wash 1 lid cover connector. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant advia centaur (B) (6) results were obtained on pt samples. The results were not reported to the physician(s). The samples were retested on a second system and corrected results were reported. There was no report of pt intervention or adverse health consequences, due to the discrepant (B) (6) results.